Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when she inserted a new battery into her insulin pump this morning the battery life was already near empty. The pump will start alarming during the rewind process and the customer will not make it to the prime phase. The pump rewinds to a certain extent and then the pump alarms and then rewinds itself again. The patient's blood glucose at the time of incident was 125 mg/dl. Troubleshooting was initiated for the low battery alert. The customer confirmed that only 1 bar was displayed for the pump's battery life. Additionally, the previous battery in the pump did not last more than a week. The prime and rewind loop was also discussed and the customer confirmed that she was unable to exit those menus. However, troubleshooting remained incomplete since the customer was at work and did not have time. No products were shipped or returned.